Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress/kink was able to be confirmed. The reported break was able to be confirmed. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the highly tortuous anatomy resulting in the reported failure to advance and difficult to remove. Manipulation of the device resulted in the noted bends on the support skive and outer member and the reported/noted multiple hypotube bends and kinks. The noted stretching of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. As reported, the reported break/noted separation occurred during packing for return to abbott for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an attempt to perform a kissing balloon technique with a 3.0x15mm nc trek balloon dilatation catheter (bdc) and an unspecified bdc was made; however, during advancement the shaft of the nc trek bdc kinked. The procedure was successfully completed with a new 3.0x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the bdc shaft was separated 43 cm distal to the distal end of the strain relief tubing. Follow-up with the account confirmed that the separation occurred during packing of the device; however, the shaft was almost completely separated at that time. It was also reported that during the procedure resistance was felt with the highly tortuous anatomy during advancement and removal of the device. No additional information was provided.